Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1888tc competitor implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis determined the distal conductor of the lead had developed a fracture due to flexing while in vivo. Analysis also revealed that the exposed superior vena cava (svc) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the impedance values for the right ventricular (rv) lead were reading high. A fracture was suspected so the rv lead was explanted and replaced. The associated device was also explanted and replaced during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the impedance values for the defibrillation portion of the right ventricular (rv) lead were reading high. A fracture was suspected so the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.